Manufacturer narrative:
Other applicable components are: product ID 3889 lot# unknown implanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Patient reported that they were not feeling stimulation at 0.7v, but when they turned it to 0.8v they began to feel some pain in the right buttock area. They upped it to 1.0 and it felt comfortable so they left it there. Patient also reported they were sore from the procedure and had not gone very much the day of the report which was unusual. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.